Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she was hospitalized four times between (B)(6) 2014 due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl at the time of hospitalization. Customer stated that her infusion set cannula was bent, occluded and the site was sore and irritated. Customer also stated that her insulin pump was crack. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.